Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) flipped out of position as the protective sleeve was withdrawn for mapping. When the lp was repositioned, the helix became sprung. The procedure was completed with a different lp. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of connection problem was not confirmed while the reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the helix length was not within specification which is consistent with having occurred during procedure. Tether button hole diameter was measured and found to be within spec. Telemetry and pacing features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.